Manufacturer narrative:
Literature citation: kang, kyung-chung et al. The factors that influence the postoperative segmental range of motion after cervical artificial disc replacement. The spine journal 10 (2010) 689-696. The mean age of the study patients was 45 years; ages ranged from 27 to 61. There were 21 male patients and 20 female patients. (B)(4). Multiple products from multiple manufacturers were used for the study. Although it is unknown if our device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Postoperative complications were reported from retrospective clinical study in which forty-one consecutive cervical adr cases were analyzed retrospectively. All cases were treated between (B)(6) 2004 and (B)(6) 2007. Two patients were treated at c3-c4, 4 patients at c4-c5, 26 patients at c5-c6, and 9 patients at c6-c7. The surgical techniques were similar to those for a routine anterior cervical decompression and fusion. Three types of artificial disc devices from three different manufacturers were used. Evaluations were performed preoperatively and at 3, 6, and 12 months and at last post-op follow-up. Follow up averaged 31 months (range 24-54 months). It was reported at last follow-ups, three patients had a spontaneous fusion. No further details provided.